Manufacturer narrative:
There was no pt present. Device manufacture date was not available at time of this report. The investigation is currently in progress.

Event description:
A medtronic representative reported that after installing 3.1.2 sw on the o-arm, the 3d enhanced mode did not work properly. A standard 3d image with a screw in a sawbones model was taken, then an enhanced image with the screw removed from the model. After the spin, and reconstruction, the screen flashed and displayed the same image with the screw in it. The scan also did not save to the pts folder. Both o-arm and mvs were rebooted and another enhanced 3d spin was attempted. The o-arm then gave the following error message: "error computing 3d reconstruction". After another reboot, the system functioned normally and the error could not be reproduced. There was no pt present.